Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: h3 - device evaluated: corrected to yes. Additional information: g6 - type of report - noted as follow-up #1. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The iol was found inside the nozzle. The front part of the iol was protruding from the nozzle. The optic was cracked. Both haptics were broken. Leading haptic was broken near the root. Trailing haptic was broken at the middle. The nozzle was cracked and split at the slit part and was deformed. The dye test result showed the injector tip was properly coated. We could release a re-installed iol from the returned injector without any problems. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: py-60ad). In addition, research in our complaint database indicated there were not any similar complaints in the same production lot. The exact root cause was not determined. However, we believe this event was not caused by our product quality. Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Failure to eject. Iol got stuck during screw rotation. No patient involvementthe event occurred in china. There was no impact to the patient, however it was reported to the chinese authority by the hospital.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Manufacturer's codes for patient health effects (clinical and impact), and device problem and component have been entered in this report. Manufacturer's codes for investigation type, findings and conclusion are pending the completion of the product investigation. Once the investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for investigation type, findings and conclusion.

Event description:
Failure to eject. Iol got stuck during screw rotation. No patient involvement. The event occurred in (B)(6). There was no impact to the patient, however it was reported to the (B)(6) authority by the hospital.